Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturing date was unable to be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the chipped lens could not be determined. It is possible that the chipped lens was caused by the application of excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, cracked lens with debris particles were found inside the optical system. Other defects observed during the inspection included a bent rigid outer tube shaft, light guide fiber breakage and scratches at the distal end frame, and debris particles under the eyepiece window with scratches on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the instrument coordinator at the user facility that the customer autoclavable rigid telescope has cracked lens. The customer reported issue was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.